Event description:
It was reported that the customer had leaks in the reservoir compartment. Customer had a moisture issue with the insulin pump. Customer also mentioned a motor error with the previous pump. Customer stated that she thought the issue may have been due to the reservoir she had in the pump. Customer put in a new reservoir and so far it is okay. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.